Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that there was a leak through a hole in the tubing approximately 1 inch from the closed sleeve. Functional leak testing was also performed and it was noted that there was a leak though the hole in the tubing. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a leak was observed due to a pin size hole on the transfer set tubing. This occurred while in use on a patient at the hospital during peritoneal dialysis therapy. The transfer set had been in use on the patient for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.